Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported receiving elevated blood glucose with the infusion sets. Patient stated her readings were going up into the 300's mg/dl. Patient's normal blood glucose range is 80-120 mg/dl. Patient reported she was also getting bent infusion set cannulas. Patient stated, the infusion sets were not leaking. Patient reported, she did have bent cannulas and does not remember what her blood glucose was when she noticed the bent cannula. Patient discharged the infusion sets after using them. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.